Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was dislodged as the patient continued swimming activity after the first implantation. The lead migrated down the vessel forming a complete loop in the ventricle. The dislodgment caused a complete occlusion of the vessel in the patient's left shoulder. The lead remains in service. No adverse patient effects reported.